Manufacturer narrative:
MFR's eval: as received, the ipg was non-responsive. The reported complaint cannot be analyzed as this was considered to be user error. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system, including an ipg, on (B)(6) 2007. It was reported that the pt had not charged her ipg for an extended period of time, and the ipg was no longer able to communicate with her programmer and charger. The physician decided to explant and replace the ipg with a different model on (B)(6) 2011. No further pt complications were reported.